Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, crease fold and opening on posterior. A visual and microscopic analysis was performed which identified crease sharp opening, wear abrasion and stress marks. Base on the device analysis the final assessment is, a pattern of crease sharp on the posterior side of opening. The shell was assessed as a fold flaw opening. Additional, changed, and/or corrected data: d.9., g.2., h.3., h.6.

Event description:
Patient reported left side capsular contracture baker grade iii. Healthcare professional reported capsular contracture baker grade iii and rupture. Device has been explanted.

Event description:
Additionally, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown. Device remains implanted.